Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated; however, the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The cycler passed voltage check. A simulated treatment was performed for 15 min with 1000 ml of fluid and completed successfully. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. It was found that a blank screen was encountered during assembly. The problem was fixed by replacing a defective functional board. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler powered down during dwell one of three of their peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and cycler plugged into a power strip. The patient attempted to reboot the cycler but the cycler would not power on. There were no recent power outages in the home or in the area reported. The ok and stop keys were not on. The patient plugged the cycler directly into an outlet but it would not power on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information regarding the event was requested but was not available. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.